Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a loss of consciousness while experiencing a ventricular arrhythmia and went to the hospital. Issues with interrogating this s-ICD was encountered and the device data was not able to be accessed. The field representative contacted boston scientific technical services (ts) and with assistance, the s-ICD was able to be successfully interrogated and the memory reviewed. It was confirmed that the s-ICD was operating normally and had delivered shocks to convert the arrhythmia. No additional adverse patient effects were reported. The s-ICD remains implanted and in service.